Event description:
Complaint was of an under-delivery. The pump was attached to a school-aged child. No additional patient information was provided. No report of serious injury or illness was reported.

Manufacturer narrative:
The lab evaluation indicated that, the complaint of an under-delivery was confirmed and that the pump failed to function properly due to the broken transducer adapter bracket. Under-delivery due to broken adapter bracket.